Event description:
It was reported that the atrial pacing lead had dislodged. It was also reported that the physician intends to reposition the lead, which remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.